Manufacturer narrative:
This report is submitted january 2, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on 01 november 2019.

Event description:
It was reported that the patient's device was explanted (date not reported) due to non-device related medical issues.